Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to confirm the off no power anomaly due to the blank display. The pump was received with a corroded battery tube, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced an off no power even after battery change. Customer's blood glucose was not provided. Insulin pump would be replaced.